Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the functional test failed, exhibiting a battery failure. The rse evaluated the device remotely. The functional verification test was performed again correctly and passed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The functional verification test passed and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.